Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the graters from size 46 through to 58 on this kit are blunt and could not be used.

Manufacturer narrative:
Product complaint # ==> (B)(4)